Event description:
The lay user / patient contacted lifescan (lfs) on (B)(6) 2012 alleging that his one touch ultrasmart meter does not power on. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The following was classified based on the initial call placed by the patient on (B)(6) 2012. The patient mentioned that the one touch ultra smart meter would not power on and the alleged issue began on (B)(6) 2011 at around 11:00am. Due to the alleged issue the patient did not take any action. It is unknown whether or not the patient had developed any symptoms due to this issue. At 3:00pm, the same day, the ems was contacted and the patient's blood glucose reading on the paramedic's meter was 381 mg/dl. The patient was taken to the ER and was treated with novolog insulin. While troubleshooting, it was noted that the battery contacts were corroded. Product was replaced. The complaint is being reported since the patient alleged that due to the meter not powering on, he was unable to test and had to receive treatment on the ER for a blood glucose of 381 mg/dl.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Lot # was not provided. The 510 (k) # is k021819.